Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-17571. This report, 1818910-2013-19270, will be rejected. Report #1818910-2013-17571 will be kept for investigation purposes.

Event description:
Revision due to high concentration of co cr. Metallosis foreign body reaction.